Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery. A 2.5x18mm xience alpine rx stent delivery system (sds) was advanced toward the target lesion and failed to cross due to the anatomy. The device was withdrawn and the stent dislodged as it was caught by the guide catheter. Reportedly no resistance was noted during withdrawal. An unspecified 1.5mm balloon was advanced through the dislodged stent and the dislodged stent was implanted in healthy tissue in the rca ostium. The device was removed and a new 2.5x18mm alpine stent was used to treat the target lesion. There was a clinically significant delay in the procedure. No additional information was provided.